Event description:
A caller reported an occlusion alarm related to their insulin pump, but technical support was unable to verify the alarm number in the pump's history. The occlusion issue did not adversely impact the customer's blood glucose level. Reportedly, the customer had been using the same cartridge and infusion set for over 3 days on the mobi pump. Tandem customer technical support informed customer that the cartridge and infusion is indicated for use with the mobi pump for 3 days. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin.